Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 400 mg/dl. Cause of elevated bg level was unknown. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.